Event description:
It was reported by a company representative that a vns patient's generator showed high lead impedance upon interrogation. The patient was not experiencing any pain, and the physician did not change any settings. The patient was referred for revision surgery. No known surgery has occurred to-date. Additional relevant information has not been received to-date.